Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown product performance reason. This ra lead was replaced with the same model. No additional adverse patient effects were reported. According to the additional information, a significant increase in bipolar impedance was observed on latitude, rising from 676 ohms to over 3000 ohms. A chest x-ray (cxr) revealed that the medial implant site was causing subclavian crush.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown product performance reason. This ra lead was replaced with the same model. No additional adverse patient effects were reported.